Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, no visible damages or defects were noted. Inserts from representative lots were test-fit on the jaws and engineering found that the jaws lined up; no scissoring was noted. The root cause of the misaligned jaws was unable to be determined as engineering was unable to replicate the incident. All clamps are 100% inspected and tested with inserts at multiple steps during the manufacturing process. This document represents our final report.

Event description:
Coronary artery bypass procedure- "surgeon 90mm angled stealth clamp to patient's aorta the clamp scissored at the end which prevented the aorta from being totally occluded."patient status: no injury.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.